Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia procedure on an unknown date and suture was used. During the procedure, the needle has gone loose from the thread. The needle fell into the abdomen but was found. The procedure was completed successfully. There were no adverse patient consequences reported.